Event description:
It was reported that during a follow up, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. A lead extraction is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.